Event description:
It was reported that during a diagnostic catheterization, catheter damage occurred. The model d 6 french diagnostic catheter was inserted into the femoral artery and advanced almost to the aorta. It was reported that the distal tip of the diagnostic catheter was pierced by another manufacturer's guide wire. The guide wire and the diagnostic catheter were removed from the patient together as a unit. A new guide wire and a new diagnostic catheter were used to successfully complete the procedure. No patient injuries or complications were reported. The patient's current status is reported as "ok."